Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('a lot of ladies not all but a lot that have had their removals are saying most if not all the belly bloat is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("a lot of ladies not all but a lot that have had their removals are saying most if not all the belly bloat is gone"). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social record: medical device removal and abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('a lot of ladies not all but a lot that have had their removals are saying most if not all the belly bloat is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("a lot of ladies not all but a lot that have had their removals are saying most if not all the belly bloat is gone"). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social record: medical device removal and abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.